Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d6a, d9, g4, h3, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d6a: date removed as it does not align with the manufacture date of the received device. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV", possible implant rupture and patient is concerned with the device.. Device has been explanted. This relates to the right side

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV", possible implant rupture and patient is concerned with the device. Device has been explanted. This relates to the right side.